Event description:
An IV delivering a fentanyl drip, propofol drip, cleviprex drip, magnesium and plasmalyte stopped delivering all medications simultaneously, and would not restart. The channels displayed the following error: communication error 13-1033- 149. The drugs had to be restarted on a new IV channel and drips. Alaris pump and all channels taken to risk. No harm to patient. Unable to save tubing as the infusions were critical and did not have time to get all new meds and tubing, it could have been harmful for patient. FDA safety report ID# (B)(4).